Event description:
Pt had recent complaints of excess fatigue build was seen in dr's office. Found to have significant bradycardia rate approx 40 bpm. Referred for pacemaker eval. Found in non-capture at his standard voltage. Chest x-ray showed some pinching of ventricular lead at proximal portion, therefore, admitted for permanent lead revision.